Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. When the mechanism assembly was removed from unit #(B)(4), it was found to be the mechanism assembly belonging to unit #(B)(4). Review of both device history records (DHR) shows that the mechanism sub-assembly belongs to unit #(B)(4). Further, the ultrasonic sensor and the input/output printed circuit board found within the device do not match the components recorded on the DHR and belong to other devices. This is an indication that the mechanism is not original to the device and was installed outside the factory, an operation that is not permitted. This unauthorized repair performed outside the factory exposed the internal esd sensitive components, compromising all internal electrical components rendering the unit irreparable. The device could not be repaired and has been removed from service.

Event description:
During baxter's eval of a spectrum pump evidence of tempering/unauthorized service was found. It is unk if there was pt involvement with the device after the unauthorized service was performed.